Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: additional initial reporter phone number: (B)(4). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation issue; further described as "transfer set was dislodged". This was observed during preparation for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.